Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission to remotely connect to the customer's instrument. The ccc reviewed the data provided. The customer's quality control (qc) was in range at the time of the event. The customer stated they been experiencing multiple issues with aliquot probes and sampling errors. The ccc reviewed the process error log and found aliquot probe errors and false transition errors. Siemens is investigating the event.

Event description:
A discordant, falsely depressed vancomycin result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on the same dimension vista instrument, resulting higher. The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer issued a corrected report for the alternate instrument's result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin result.

Manufacturer narrative:
Additional information (04/06/2017): a siemens customer service engineer (cse) was dispatched to the customer site. The cse adjusted and aligned the vision system and the e-chain due to a "no sample sense" error code on the front loader. The instrument is operational and no further action is required. The cause of the discordant vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.